Event description:
The customer reported that after the pt went for a walk, the companion 2 driver was connected to hospital wall air, and the driver's compressors continued to run and the external air icon remained gray. The customer also reported that the compressors continued to run after 24 hours, even though the companion 2 driver was plugged into hospital wall air. This alleged failure mode poses a low risk to the patient because it does not have any effect on the companion 2 driver's ability to provide its life-sustaining functions. The pt is still being supported by this driver. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.